Event description:
It was reported that the device was returned in its original packaging due to backup vvi observed upon interrogation.

Manufacturer narrative:
Upon receipt, the device was interrogated and was found in backup vvi mode. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The reset was not reproduced. The cause of the reset could not be determined.